Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-01298 and 2134265-2016-01280. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used in conjunction with a motor drive unit (mdu) and a sled to visualize the unspecified target lesion. The physician performed automatic pullback several times, however, it was noted that the automatic pullback failed and a motor drive unit (mdu) overload has occurred. The sled and the connection part was checked and the issue has been improved, however, lost mage occurred. The procedure was then completed with another of the same device. No patient complications reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. No issues were found, the device appears to be in good conditions. The telescope assembly was able to properly pull back, advance, or retract. Impedance testing shows an electrical open at distal wave form. During image characterization testing, no image appeared in the ilab system. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as 2134265-2016-01298 and 2134265-2016-01280. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an opticross imaging catheter was used in conjunction with a motor drive unit (mdu) and a sled to visualize the unspecified target lesion. The physician performed automatic pullback several times, however, it was noted that the automatic pullback failed and a motor drive unit (mdu) overload has occurred. The sled and the connection part was checked and the issue has been improved, however, lost mage occurred. The procedure was then completed with another of the same device. No patient complications reported and the patient status is good.